Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a co-pilot was used at the access site for a percutaneous coronary interventional procedure to treat the lesion in the right coronary artery. Two guidewires were in the co-pilot when the clamp seal was leaking patient fluids. The co-pilot was switched out for another co-pilot without further incident. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during returned analysis, the investigation determined the reported difficulties appears to be related to circumstances of the procedure as it is likely that the clamp seal was not entirely closed; thus resulting in the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.